Event description:
During an endoscopic procedure, the physician used an acusnare polypectomy snare. It was reported that the snare would not cut. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
The investigation is ongoing. A follow-up emdr will be submitted within 30 days of receipt of new information.